Event description:
The biomedical engineer (bme) reported that when powering on the bedside monitor (bsm), the bottom half of the screen was all white. They tried rebooting the device, but the issue persisted. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that when powering on the bedside monitor (bsm), the bottom half of the screen was all white. They tried rebooting the device, but the issue persisted. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the main bsm: bedside monitor: model #: bsm 1733a. Serial #: (B)(6). Device manufacturer data: 02/28/2024. Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: na.

Event description:
The biomedical engineer (bme) reported that when powering on the bedside monitor (bsm), the bottom half of the screen was all white. They tried rebooting the device, but the issue persisted. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that when powering on the bedside monitor (bsm), the bottom half of the screen was all white. They tried rebooting the device, but the issue persisted. No patient harm was reported. Investigation summary: the complaint device was sent in for evaluation and exchange. During the evaluation, the reported complaint of a partial white screen was duplicated. The root cause was determined to be the failure of lcd panel. A complaint history review of the bsm-6000 did not show any trends for this issue. Nk will continue to monitor and trend. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the main bsm: bedside monitor: model #: bsm 1733a. Serial #: (B)(6). Device manufacturer data: 02/28/2024. Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: na. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H11 additional manufacturer narrative.